Manufacturer narrative:
H3: both catheters were returned, and analysis found/observed a kink in the catheter body for both catheters. H6: conclusion code 67 no longer applies and instead conclusion code 22 applies. Results code (B)(4) no longer applies and instead result code 180 applies. Method code (B)(4) no longer applies and instead method code 10 applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product(s): product ID: 8784, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 07-jun-2015, UDI#: (B)(4); product ID: 8782, serial/lot #: (B)(4), ubd: 12-jul-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study and a manufacturer representative regarding a patient receiving fentanyl 2000mcg/ml for a total dose of 12.3 mcg/day and bupivacaine 20 mg/ml for a total dose of 0.123 mg/ml via an implantable pump for spinal pain. It was reported on (B)(6) 2018 the catheter access port (cap) could not be aspirated. It was noted that the contrast could be seen exiting the intrathecal (it) catheter tip at t3 level. It was noted that they decreased the patient's dose to minimum rate and the patient stated their pain "sky rocketed from that and some drug was making it through multiple folds/kinks." On (B)(6) 2018 a catheter dye study revealed a non-functional catheter which was either kinked or occluded with catheter tip at t1. It was also noted that the dye study was performed on (B)(6) 2018 which conflicts with the other information that the dye study occurred on (B)(6) 2018. The catheter was noted to be occluded. It was noted that the patient experienced increased pain. It was noted that there was no factors that may have caused, contributed, or led to the event. The current pump was approaching the end of battery life. They recommended removing the occluded catheter and implanting a new catheter and implanting a new pump into a new right abdominal pocket site. The entire system was explanted/replaced on (B)(6) 2018 and the device disposition was returned to medtronic. The 8782 was replaced due to sluggish flow and multiple areas where the catheter had a memory of a fold/kink. There was no flow and when the catheter was straightened out, it was sluggish so the hcp removed it and replaced it. The device diagnosis was catheter occlusion. The clinical diagnosis was increase in pain. The outcome of the event resolved without sequelae on (B)(6) 2018. The patient's status at time of the event was alive-no injury. The event date was (B)(6) 2018. The patient's weight and medical history was unknown, and was asked and will not be made available. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the patient was receiving fentanyl for a total dose of 241.7 mcg/day and bupivacaine 2.417 mg/day. Please note this conflicts with the other drug information that was previously provided.